Event description:
It was reported that patient presented for in clinic follow-up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) exhibited intermittent crosstalk resulting in pacing inhibition. Programming changes were performed to resolve the issue. The patient condition was stable.